Manufacturer narrative:
H3 and h6 - updated. One suspected device was received for evaluation. The device was visually inspected and found no evidence of fire was found on the main board, power cord, or other related components. Functional testing was performed and found the device operated normally. The reported issue did not reproduce, the cause unable to be determined. The product was returned to the customer without repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that a fire occurred within the device during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.